Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an inability to receive stimulation at their desired intensity settings. No known envir onmental/external/patient factors might have led to this issue. An impedance test was performed and electrode 15 was listed as "do not use". The patient's programming was utilizing this electrode and the representative changed their programming to avoid electrode 15. The issue was noted as being resolved. No further complications reported.